Event description:
It was reported that the 9800 system c-arm will not produce x-rays. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Based on info provided the following components have been ordered. Interconnect cable, x-ray tube, high voltage cable and snubber board. It is believed that once the identified components are replaced, the reported issue will be addressed. If any add'l info is received that indicates otherwise, a follow-up report will be submitted as required.